Event description:
Boston scientific received information that this patient underwent a surgical procedure on her thumb, at a hospital, and received two forms of anesthesia via an axillary block, bipuvocaine and lidocaine. The patient had a cardiac arrest and there was no cardiac monitoring at the time. During the code, the patient was placed on an external cardiac monitor and the rhythm was asystole. It is not certain that pacing spikes were present. The patient was reported to be very ill. The coroner explanted the device and requested that the device be interrogated. There is no allegation against the device. The pacemaker is included in the insignia microcrystal failure mode 2 population (9/22/2005). The device will be returned for analysis.

Manufacturer narrative:
Not returned. Event conclusion: the device will be returned for analysis. No add'l info is available at this time. If add'l info becomes available or if the device is returned, the event will be opened.